Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) had no color change of the indicator window after it was completely withdrawn from the body. The device was then replaced with another 5f exoseal vascular closure device (vcd) and the same issue occurred. Finally, manual compression was used for hemostasis. At the end of the procedure, both devices were examined, and it was found that none of the guidewires had been ejected and the plug deployment button could be pressed without difficulty. There was no reported patient injury, and the patient was not harmed during the process. There were no abnormalities noted before use. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. There was smooth removal. In accordance with standard operation of the device, the 5f non cordis sheath and the device as a whole were retracted at an angle of between 30-45 °. It was observed "to return to the port of the blood pulsatile blood flow left". The devices were retracted until the pulsatile blood flow significantly slowed down more slowly after the retraction, until the device is completely withdrawn from the body. The devices will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h11. Complaint conclusion: as reported, a 5f exoseal vascular closure device (vcd) had no color change of the indicator window after it was completely withdrawn from the body. The device was then replaced with another 5f exoseal vascular closure device (vcd) and the same issue occurred. Finally, manual compression was used for hemostasis. At the end of the procedure, both devices were examined, and it was found that none of the guidewires had been ejected and the plug deployment button could be pressed without difficulty. There was no reported patient injury, and the patient was not harmed during the process. There were no abnormalities noted before use. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. There was smooth removal. In accordance with standard operation of the device, the 5f non-cordis sheath and the device as a whole were retracted at an angle of between 30-45 °. It was observed "to return to the port of the blood pulsatile blood flow left". The devices were retracted until the pulsatile blood flow significantly slowed down more slowly after the retraction, until the device is completely withdrawn from the body. Two non-sterile units of the product ¿vascular closure device 5f¿ were received. Per visual analysis, the following conditions for the first device were noted: the deployment lever was fully depressed; the indicator window was received in black/white/red color; the plug was fully deployed and not included in the shipment; the cowling guard was received locked; the bleed-back port was in the deployed position; the indicator wire was retracted; and the device was blood-saturated. The functional analysis was not performed since the device was received fully deployed. During microscopic analysis, the device case was opened in order to inspect the internal mechanisms with a vision system to magnify the image. The internal mechanism was assembled correctly, and no other anomalies were observed. The reported events of ¿indicator wire-deployment difficulty-unable¿ and ¿deployment lever (button)-inaccurate deployment-at white/black position¿ were not confirmed through analysis of the returned devices as they were received fully deployed with proper indicator window positions and no anomalies noted to the internal mechanisms. The exact causes of the issues experienced could not be conclusively determined during analysis. Based on the information available for review and product analyses, it is not possible to determine what factors may have contributed to the reported non-deployment of the indicator wires since the devices were received with the cowling/guards properly locked with no anomalies noted to the internal mechanisms. However, as one of the devices was found to have multiple kinked/bent conditions, it is possible that this could have prevented proper functioning of the device. Also, since the indicator windows of both devices were returned in the proper deployment position (black/white/red) with the deployment buttons fully depressed, it is not possible to determine if the deployment buttons were depressed while in black/white position, especially since there were no internal mechanism issues noted. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while still holding the exoseal¿ vcd stationary, use the left hand to continue retracting the vascular sheath introducer proximally. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal¿ vcd into the vascular sheath introducer if it is removed prior to locking into position, nor remove the exoseal¿ vcd from the vascular sheath introducer once it has been locked into position.¿ it also instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analyses, nor the information available for review suggest that the failure experienced could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Corrected UDI information in section d4.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h2, h3, h6, and h11. Complaint conclusion: as reported, a 5f exoseal vascular closure device (vcd) had no color change of the indicator window after it was completely withdrawn from the body. The device was then replaced with another 5f exoseal vascular closure device (vcd) and the same issue occurred. Finally, manual compression was used for hemostasis. At the end of the procedure, both devices were examined, and it was found that none of the guidewires had been ejected and the plug deployment button could be pressed without difficulty. There was no reported patient injury, and the patient was not harmed during the process. There were no abnormalities noted before use. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. There was smooth removal. In accordance with standard operation of the device, the 5f non cordis sheath and the device as a whole were retracted at an angle of between 30-45 °. It was observed "to return to the port of the blood pulsatile blood flow left". The devices were retracted until the pulsatile blood flow significantly slowed down more slowly after the retraction, until the device is completely withdrawn from the body. The devices were not returned for evaluation, as initially was expected/reported. The reported events of ¿indicator wire-deployment difficulty-unable¿ and ¿deployment lever (button)-inaccurate deployment-at white/black position¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the inability to deploy the indicator wires and the deployments of the deployment lever in black/white position. However, damages to the devices that prevents proper function are possible. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while still holding the exoseal¿ vcd stationary, use the left hand to continue retracting the vascular sheath introducer proximally. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal¿ vcd into the vascular sheath introducer if it is removed prior to locking into position, nor remove the exoseal¿ vcd from the vascular sheath introducer once it has been locked into position.¿ it also instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ based on the information available for review, there is no indication that the reported events could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) had no color change of the indicator window after it was completely withdrawn from the body. The device was then replaced with another 5f exoseal vascular closure device (vcd) and the same issue occurred. Finally, manual compression was used for hemostasis. At the end of the procedure, both devices were examined, and it was found that none of the guidewires had been ejected and the plug deployment button could be pressed without difficulty. There was no reported patient injury, and the patient was not harmed during the process. There were no abnormalities noted before use. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. There was smooth removal. In accordance with standard operation of the device, the 5f non cordis sheath and the device as a whole were retracted at an angle of between 30-45 °. It was observed "to return to the port of the blood pulsatile blood flow left". The devices were retracted until the pulsatile blood flow significantly slowed down more slowly after the retraction, until the device is completely withdrawn from the body. The devices were not returned for evaluation, as initially was expected/reported.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) had no color change of the indicator window after it was completely withdrawn from the body. The device was then replaced with another 5f exoseal vascular closure device (vcd) and the same issue occurred. Finally, manual compression was used for hemostasis. At the end of the procedure, both devices were examined, and it was found that none of the guidewires had been ejected and the plug deployment button could be pressed without difficulty. There was no reported patient injury, and the patient was not harmed during the process. There were no abnormalities noted before use. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. There was smooth removal. In accordance with standard operation of the device, the 5f non cordis sheath and the device as a whole were retracted at an angle of between 30-45 °. It was observed "to return to the port of the blood pulsatile blood flow left". The devices were retracted until the pulsatile blood flow significantly slowed down more slowly after the retraction, until the device is completely withdrawn from the body. The devices were later returned for evaluation.

Manufacturer narrative:
Added related report number in h10.